Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review for the potentially associated lot number (10l14h25) revealed no deviations during the manufacture of these devcies. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was receiving unspecified antibiotics prior to admittance to the hospital. It was reported that the antibiotics were not strong enough and on (B)(6) 2011, the patient was admitted to the hospital for peritonitis. Treatment included unspecified IV therapy and the patient stated she was receiving an unspecified shot every day. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Pd therapy was ongoing. The nurse stated the event was not related to pd therapy.